Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) came loose from the filter and leaked etoposide. The following information was provided by the initial reporter: "while moving patient from the 6 north clinic to 6 link inpatient to finish up etoposide and hour post monitoring, patient alerted rn that tape around etoposide line felt wet. Rn confirmed that the tape was wet around where the supor membrane air eliminating filter (product # 473036) connected to the bd phasealoptima injector (product #515052). Line clamped, infusion stopped, tape removed, filter was not disconnected from seal but loosened. Tightened connection, applied new tape, unclamped line and infusion restarted with no further leaks. Rn was exposed to etoposide."

Manufacturer narrative:
H6: investigation summary: one optima injector n35-o from lot number 2011320 and one supor membrane 0.2 um air eliminating filter were received for the investigation of the event reported. After a visual inspection of both customer samples no issues or damages were observed. No damages or anomalies were found on the luer cone or luer thread from optima injector. Functional testing was performed, penetrating the injector along with a sample syringe and mating components ten times, all results were found to be acceptable with no leaks identified. A device history review was performed for lot 2011320, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. It seems that the dimensions from the supor membrane luer cone are slightly higher than those included in the specifications from iso 80369 for male connectors. Luer cone dimensions are critically related to leakage , however since after a functional testing no leak was observed between the luer parts from optima injector and supor membrane product from b.braun, no root cause can be determined at this time. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. When the injector is connected to an infusion line for IV infusion, the total activation time of the injector with the connector should not exceed 24 hours. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) came loose from the filter and leaked etoposide. The following information was provided by the initial reporter: "while moving patient from the (B)(6) clinic to 6 link inpatient to finish up etoposide and hour post monitoring, patient alerted rn that tape around etoposide line felt wet. Rn confirmed that the tape was wet around where the supor membrane air eliminating filter (product # 473036) connected to the bd phasealoptima injector (product #515052). Line clamped, infusion stopped, tape removed, filter was not disconnected from seal but loosened. Tightened connection, applied new tape, unclamped line and infusion restarted with no further leaks. Rn was exposed to etoposide."